Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number:3006705815-2023-05476. It was reported that the patient was experiencing ineffective therapy due to lead migration and pain at ipg site. As a result, surgical intervention was taken place on (B)(6) 2023 where the lead and ipg was revised to address the issue.